Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working. A surgical procedure was performed, during which a loss of fluid from the right cylinder was noted, caused by a hole in the same component. The device was removed and replaced, and no patient complications were reported.